Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test, self test, reset error test and all operating current measurement were normal. The insulin pump was received with minor scratches to the display window, crackedcase at display window corners, broken reservoir tube lip, missing the seal from inside reservoir tube and cracked pump belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the reservoir was not inside of the insulin pump when she woke up, and reported that it felt loose. The blood glucose reading was 599 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.